Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during nail removal, the tip of the universal rod was broken, and the tip of the universal rod became filled in the proximal portion of the nail, making removal impossible."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The returned universal rod shows signs of intense use evident by the appearance of scratches and minor dents all over the surface of the rod. The tip of the rod was found to be broken. The nature of the breakage indicates a brittle fracture due to a sudden impact load. The outer end face of the handle has dents indicating hitting. Furthermore, a hardness test according to rockwell was done at the time of manufacturing, which was reviewed in device history which indicates the material being by the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related which was caused by excessive torsional and axial load. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during nail removal, the tip of the universal rod was broken, and the tip of the universal rod became filled in the proximal portion of the nail, making removal impossible."